Event description:
Customer stated "your co destroyed me." Caller stated she had uterine suspension procedure in 7/1994. She stated that she developed an infection and suture granuloma that caused her to go the emergency room. Caller stated that the suture was removed and cultured positive for s. Aureus. Customer stated she has required multiple procedures including hernia repair for a hole in her body. Customer states she is still on medication for the suture in her body.